Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant, the physician discovered that the suture sleeve was absent when he was about to suture the rv lead. X-ray was performed and the suture sleeve was found near the svc of the patient. The physician then un-screw the lead, and retrieve the lead by using forcep. The physician commented the suture sleeve was too loose. The lead was replaced. The procedure was completed successfully. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.